Event description:
It was reported that the pk dissecting forceps instrument was not opening and closing. It was also reported that the shaft was scratched and that no pieces of the instrument fell into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found the instrument to pas recognition and engagement testing. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Engineering also found the distal end of the main tube to have a .250" long deep scratch above the proximal clevis with material removed. The scratch is not oriented parallel the tube axis. Based on the location and appearance, the scratches are most likely due to instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.